Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that almost all inner screws from a symphony construction detached from the head of the screw. The first surgery was on (B)(6) 2024 and in post op exam it was verified that construction failed with the loose locking screws. Almost all pedicle screws remained on place.

Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 1526439-2025-00067, 1526439-2025-00069, and 1526439-2025-00070 are no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent under mrn 1526439-2025-00067, 1526439-2025-00069, and 1526439-2025-00070.